Event description:
It was reported that during surgery, the device did not spray. There was no patient injury, or delay, there was a delay of 20 minutes. Another device was utilized to complete the procedure. After investigation it was found that electrolyte leaked inside of the pack. Due diligence is completed and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in china. Visual examination of the returned product identified the device was returned with the batteries removed from the pack. Functional testing found the device did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found electrolyte leaked inside of the pack. There did not appear to be damage to the wiring of the pack. No other damage was found. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to device manufacturing process. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.